Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during subcuticular closure of an orthopedic procedure, the welded loop didn't break, but came loose, it looked like it wasn't welded correctly. A new device was used in order to complete the case. The lot number is unknown and no further details were able to be provided from the customer. There was no injury caused to the patient and no medical intervention was required.